Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or heavily calcified aortic leaflets, loss of pacing capture, movement of the delivery system by the operator, and stored tension in the delivery system. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, as reported, large bulky calcification was noted on the native leaflets. This calcification, in addition to the reported stored tension in the delivery system, may have caused or contributed to the movement of the delivery balloon and valve during deployment. The movement of the balloon during bav was indicator of potential balloon movement during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that during a transfemoral tavr procedure the 26mm sapien valve embolized into the ventricle. Initially, balloon aortic valvuloplasty (bav) was performed with a 20mm edwards bav. During the first inflation the bav balloon moved ventricular. The balloon was repositioned and a second bav was performed with the balloon remaining in the annulus. Both bav's were performed under rapid ventricular pacing (rvp). The 26mm sapien valve was then advanced and positioned 50/50 within the native annulus. The inflation of the delivery balloon was slow and steady. With the balloon inflated approximately 60%, the delivery system and valve moved ventricular. The valve slid forward off of the delivery system and remained on the guidewire. The delivery system balloon was deflated and advanced inside the valve in an attempt to capture and pull it back. However, the valve remained embolized in the ventricle on the wire. At this point the patient was placed on bypass and additional attempts were made to capture the valve. During one attempt, the delivery system was advanced through the valve and the balloon was inflated. The valve was brought back and seated slightly into the annulus with the majority remaining in the lvot. Once the delivery balloon was deflated the valve did not maintain this position and embolized ventricular again. A few more attempts were made to recapture the valve; however, the attempts were unsuccessful. The embolized valve remained on the wire throughout all attempts and until retrieval. The tavr team decided to convert the patient to open avr and the valve was successfully retrieved. The avr went well and the patient was transferred to recovery. Films were reviewed by the tavr team post-op. Large bulky calcification was noted on angio and was also visualized on the leaflets via tee prior to beginning the procedure. Stored tension in the delivery system was also recognized upon review of the angio. The patient expired one day post operatively. Reportedly the patient had ischemic myocardial contracture ("stone heart").